Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed. After this, the patient stated the red call doctor icon was no longer visible on their communicator. Additional information confirmed this device trigger an alert for out of range pace impedance measurements on the right ventricular (rv) lead. The left ventricular automatic threshold (lvat) test was detected to be suspended mode. Additionally, the tachy mode of this device was noted to be deactivated. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed. After this, the patient stated the red call doctor icon was no longer visible on their communicator. Additional information confirmed this device trigger an alert for out of range pace impedance measurements on the right ventricular (rv) lead. The left ventricular automatic threshold (lvat) test was detected to be suspended mode. Additionally, the tachy mode of this device was noted to be deactivated. Further information from the field representative confirmed the rv lead dislodged, therefore, a revision procedure was performed and it was explanted and replaced. No adverse patient effects were reported. At this time, this device remains in service.